Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for follow-up post-paced t-wave oversensing was observed. Patient did not receive therapy during the oversensing. Programming changes were made during the device check. Further testing were recommended. No further information available.

Event description:
New information received: it was reported that when asymptomatic patient presented to clinic for follow up, post paced over sensing on ventricular channel. Programing changes were recommended sand made to resolve the issue. And further testing were recommended.